Event description:
It has been reported that a microvention embolization coil, along with another manufacture's coils, were used to treat a carotid cavernous fistula. An attorney for the pt's family reported that during this procedure, a coil allegedly stretched and broke. Thirteen days later, the pt's condition worsened, surgery was performed, and the pt died. It is not known to the company if the microvention embolization coil malfunctioned, or caused or contributed to the pt's death. In 2009, it was reported that pt died of sepsis.

Manufacturer narrative:
Complaint sample was not returned for eval.